Event description:
Approximately a year post procedure, a family member reported that the pt died (cardiac death). There was no evidence of stent thrombosis or a myocardial infarction. It was noted that the pt had previously been asymptomatic, without angina. It was also noted that the patient's physician assumed, and informed the family, that the cause of death was ventricular arrhythmia. However, the pt died at home, there are no electrocardiographs to sustain the death. A pt was initially enrolled in the study in 2007 with 2-vessel disease. The main indication for the intervention was a previous q-wave myocardial infarction. The lesion initially treated was in the proximal to mild circumflex. The lesion had 80% stenosis and was de novo, irregular, moderately tortuous, eccentric and moderately calcified with angulations between 45 and 90 degrees. A 2.5 x 23 mm cypher select plus stent was electively implanted at 12 atm. The patient's baseline medications included aspirin, clopidogrel, statins, ace inhibitors and beta-blockers. The patient's intra procedure medications included aspirin, clopidogrel and heparin. The patient's post procedure medications included aspirin, clopidogrel, statins, ace inhibitors and beta-blockers.

Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional info will be submitted upon 30 days of receipt.